Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colitis, renal calculi, hypokalemia, leukocytosis, fever, nausea, vomiting, anemia, appendicitis, lower abdominal pain, kidney stones, diverticulitis, obesity, nephrolithiasis, dysfunctional uterine bleeding, menorrhagia, dysmenorrhea, pregnancy (2006), preterm labor (2006) and multigravida. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), urinary tract infection ("infection(urinary tract),"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), tooth fracture ("teeth breaking off"), ovarian cyst ("cyst on my ovaries"), back pain ("pain in my back"), rash ("rashes"), urticaria ("hives,") and abdominal pain lower ("lower belly pain"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy). Essure (ess205) was removed in (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, migraine, urinary tract infection, urinary tract disorder, allergy to metals, tooth fracture, ovarian cyst, back pain, rash, urticaria and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, genital haemorrhage, migraine, ovarian cyst, pelvic pain, rash, tooth fracture, urinary tract disorder, urinary tract infection and urticaria to be related to essure (ess205). The reporter commented: coils visible : left: 3-5, right: 2 discrepancy in date of insertion (B)(6) 2007 as per mr. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colitis, renal calculi, hypokalemia, leukocytosis, fever, nausea, vomiting, anemia, appendicitis, lower abdominal pain, kidney stones, diverticulitis, obesity, nephrolithiasis, dysfunctional uterine bleeding, menorrhagia, dysmenorrhea, pregnancy (2006), preterm labor (2006) and multigravida. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), urinary tract infection ("infection(urinary tract),"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), tooth fracture ("teeth breaking off"), ovarian cyst ("cyst on my ovaries"), back pain ("pain in my back"), rash ("rashes"), urticaria ("hives,") and abdominal pain lower ("lower belly pain"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, migraine, urinary tract infection, urinary tract disorder, allergy to metals, tooth fracture, ovarian cyst, back pain, rash, urticaria and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, genital haemorrhage, migraine, ovarian cyst, pelvic pain, rash, tooth fracture, urinary tract disorder, urinary tract infection and urticaria to be related to essure (ess205). The reporter commented: coils visible : left: 3-5, right: 2. Discrepancy in date of insertion (B)(6) 2007 as per mr. Lot number:621680; manufacturing date:2006/10; expiration date:2008/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.